Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by surgeon of the hospital, that repeated distal misdrilling occured.

Manufacturer narrative:
The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The target device returned was documented as faultless prior to distribution. As the device had been in use for approx. 3 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The functional inspection revealed that the reported distal misdrillings were not reproducible; all nail holes were passed by sample drills like specified. Furthermore hammer signs were visible although the target device is marked with the warning ¿do not hit!¿ hitting is allowed on an attached strike plate; the target device itself shall not be hit. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited by e.g.: no fully tightened nail holding screw, bending forces to the drill / drill sleeve during drilling, drill sleeve has no contact to the bone surface, usage of worn drills. Regarding misdrilling the operative technique has already been modified by (B)(4). Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported by surgeon of the hospital, that repeated distal missdrilling occurred.